Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances greater than 2000 ohms and increased thresholds of 4.0 volts at 1.5 milliseconds. It was speculated that the lead had fractured. Surgical intervention was performed and a fracture was not able to be confirmed. The lead was surgically abandoned and successfully replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.